Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination of the balloon revealed a pinhole at the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery. After two non-bsc guide wires crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and another of the same device was used to perform dilatation. Subsequently, a non-bsc balloon catheter was advanced for additional dilatation and the procedure was completed. No patient complications nor injuries were reported.